Manufacturer narrative:
The patient went to sit down on the chair that was not fully open. She placed her fingers around the seat tube and when she sat down, the chair opened and a finger on her right hand was caught. A finger amputation resulted and a surgical procedure was scheduled. No other details about the patient were available. A field corrective action had taken place in (B)(6) of 2008. The account was notified of the field corrective action on 03/17/2008 and they had been issued replacement upholstery backs. As a result of this incident, the facility conducted an investigation and determined that they had not performed the necessary corrective action instructions on this one chair. They complied with the instructions for their other 5 shuttle chairs and have not had any issues with those chairs. They plan to conduct training sessions to retrain the staff on the safe and appropriate use of the device. A replacement chair was sent to the account. No further action is indicated. Due to the reported injury, this medwatch is being filed.

Event description:
A patient sat in a chair that was not fully open and placed her fingers around the seat tubes. When the chair opened, her finger was caught. She suffered a finger amputation.